Event description:
The customer reported that brown/black fluid was found leaking from the hose during cleaning/sterilization of the product. There was no patient involvement, injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: to date, the hose has not been received for evaluation. A follow-up report will be sent upon receipt of the device and completion of an evaluation. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testing. The results found that the material content of this discoloration/residue was a combination of organic (proteins) and inorganic (tap water) components. The samples went for toxicology were found to be non-cytotoxic. In addition, conmed linvatec initiated a supplier corrective action request for this problem. The residue has been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. A formal corrective action is in place for this problem. As of july 17, 2007, natural nylon braid material is being used for the exterior of the inner pressure hose.